Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: review of the black box black box data from the time of the complaint had been overwritten due to continued patient use after the alleged event. The available records did not reveal any call service alarm. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 24 hours without any errors, alarms or warnings. Investigation did not duplicate the complaint.